Manufacturer narrative:
Follow-up #1 date of submission 07/16/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2013 with the following findings: the black box shows a manual time changes from 4/7/13 11:38pm to 4/7/13 12:40am and from 4/7/13 9:31pm to 4/8/13 9:31am. No alarms related to the complaint were found in the alarm history. A timekeeping accuracy test was performed; the pump was keeping time accurately. There was no defect found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time/date issue) issue. It was reported that the date and time was incorrect in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.